Event description:
A customer contacted baxter's technical service center reporting that the patient line was not priming consistently on the homechoice (hc) machine and that he had received air in line. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the air in line, it was revealed that the home patient (hp) was having issues with priming and the air in line was related to that. The nurse verified that they had discussed proper procedure with the hp as well. Per nurse, the issue was resolved, and the hp also has received a different hc machine. The nurse stated that the hp is doing fine and continuing therapy without any further issues. Per nurse, there were no issues with or defects on the supplies. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line at initial drain. Per the complaint information, the patient was connected and patient line was not primed. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. Per the complaint information, the cause of the air in tubing is user error - the patient connected before lines were adequately primed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.